Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was attempted to be implanted but the helix would not deploy. After the lead was removed from the patient, the lead was exercised and the helix popped out after an excessive number of turns. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.